Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, the patient experienced less vision and refractive outcome of patient was reported as 1.25 diopters hypermetropic. So, intraocular lens (iol) was explanted in the secondary implant procedure. Additional information received and it states that the corneal topography, both pre- and post-operation, do not show any strange images that could explained that the vision or outcome can change. The doctor has performed an iol exchange od (right eye) and now has a good outcome. Based on the od outcome. Doctor has adjusted the iol strength os (left eye), this has now also come out well.

Manufacturer narrative:
The lens was returned in a lens case for the replacement lens case. Viscoelastic was dried on the lens. The lens was cut into two pieces across the center, typical of removal. Power and resolution could not be reverified due to the optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause could not be determined for the reported refractive error. The lens power could not be reverified due to the optic damage. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The lens was returned in the lens case for the replacement lens. The company, 23.0 diopter lens was replaced with a company, 24.5 diopter lens. As the reported refractive surprise was indicated to be 1.25, and the replacement lens was 1.5 diopters different, this may indicate a calculation issue. File will be reopened if new information is received. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and it states that explantation happened 1 week after the first surgery. Additional information received and reported that the iol was exchanged for the same lens model but one and half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.